Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported, "a trident ceramic liner and head were revised due to squeaking. The pt also noticed that the hip would move freely and then slightly jam up. Revised to an x3 poly liner with an lfit head."